Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that wearing the aligners resulted in six cavities because they had the aligners for so long. The aligners have screwed up their teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.